Event description:
It was reported that a flogard infusion pump had an air alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of air alarm on was verified in the alarm log and during functional testing. The cause of the air alarm was due to a damaged air sensor. To correct the issue the sensor was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.